Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm approximately one month ago. Aneurysm and vessel morphology were not a factor. It was reported that before the contralateral limb was fully positioned at the intended location within the contralateral gate, the physician inadvertently deployed one stent ring. The physician tried to push the delivery system upwards in order to position the contralateral stent graft to the intended location; however, the flared stent graft could not be advanced and pushed the bifurcated stent graft upwards approximately 2 mm and the top of the bifurcated stent graft encroached 1 - 2 mm on the right renal artery. The renal artery was large measuring 7 - 7.5 mm in diameter and was fully patent and did not get occluded; therefore the decision was made to not further intervene. The contralateral limb stent graft delivery system was removed from the patient without complication and another iliac limb stent graft was used to complete the case. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (stent graft misplacement), incorrect technique/procedure (re-positioning the device after one stent ring was deployed resulting in inaccurate delivery of device). Conclusion: operational context contributed to event (re-positioning the device after one stent ring was deployed resulting in inaccurate delivery of device).